Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for plain old balloon angioplasty procedure. However, during first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.